Event description:
It was reported that the patient had significant leg edema/ leg weakness caused by his metastatic cancer. The patient was going to have their bupivacaine dose decreased to see if it helped with the symptoms. It was stated that the dose was too high at the time of the report. It was not believed that the device or therapy was causing the symptoms. The patient was in the hospital because the health care provider (hcp) wanted to make sure the bridge bolus ended while the patient was in the hospital so they could monitor the patient when he received the new mixture. The pump was infusing bupivacaine and hydromorphone. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).